Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device found the battery to be out of specification for an electrical parameter. Hybrid analysis did not confirm the reported telemetry failure. The device was fully functional with nominal pacing output, telemetered battery voltage, current, and battery impedance. Since no failure mode was present, the cause of the no-telemetry was not determined. Computerized tomography scanning revealed an anomaly at the b+ pin-to-battery electrical connector (bec) weld as the interface was notably different on the suspect device as compared to a reference device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited telemetry issues as it was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.